Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that the patient had pain when leaning back in a chair. Follow up information received from the patient on (B)(6) 2017 reported that they could not sit in a car because of pain when they sit backwards or forwards. On (B)(6) 2017, the trial patient reported that they believed they had a urinary tract infection because it hurt when they voided. The patient confirmed they had a follow up appointment with their doctor tomorrow and was going to discuss the issue.

Manufacturer narrative:
(B)(4) does not apply. Evaluation conclusion code does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the patient had a urine culture for urinary tract infection on (B)(6), but there was no documented urinary track infections since implant. The cause of the reported urinary tract infection was unknown; however, it was noted to be related to the patient's underlying urinary dysfunction. The urinary tract infection was noted to not be related to the trial device system or therapy. The patient was given antibiotic therapy for the urinary tract infections and they resolved. It was noted that the patient's weight ranged from (B)(6) kilograms to (B)(6) kilograms. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.